Event description:
The shiley 6 xlt, distal ID 6.0, od 11.0, l 95, cuffed tracheostomy tube device piece broken, faceplate/oange would not secure, resulting in unsecure connection between nange and trach. The rt changed the trach. After changing the trach, patient's o2 saturations began to decrease, additional trach changes were performed but o2 saturations did not improve, a code was called, unfortunately the patient expired.